Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the ring cover and two side bail covers were broken and the ring and two side bails were bent.

Event description:
It was reported cannot put cable into v connector as "something is stuck in there." Being sent in for repair. No patient complications were reported as a result of this event.